Event description:
A system operator reported a laser not firing error message once during calibration and once during a procedure. The system operator hit the ablate button and the procedure was completed with no other delays. The site declined to provided any info pertaining to the pt's postoperative status.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint (event date: 2006) should have been reported as a serious injury MDR. As a result of this injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting the same day. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: during the on-site investigation, the field service engineer (fse) completed many test surgeries, but was unable to duplicate the laser not firing. The fse was able to identify the event of laser not firing via a review of the surgery database. The fse optimized the thyratron started reservoir voltage and completed a successful system verification. No parts were replaced or returned for eval. Patient info was requested on 01/31/07, 02/06/07, 02/09/07 and a questionnaire was sent to the facility on 02/09/07. No response to date. Conclusion: based on this investigation and the results of prior investigations, the event was consistent with normal behavior of the thyratron technology and the root cause is most likely related to thyratron.